Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was implanted then explanted during the same surgery. According to the health-care provider (hcp), this event was not related to a product malfunction or deficiency. Through follow-up, it was learned that this patient presented with a history of severe aortic stenosis of his native valve and was scheduled for minimally invasive aortic valve replacement. Per the op report, the aorta was of diminished caliber. The pulmonary artery was of normal caliber. The [native] valve was tri-leaflet and heavily calcified. The annulus was severely calcified. After a 19 mm edwards valve was placed, he had moderate to severe aortic insufficiency (ai) due to a leak at the left coronary cusp. After an initial reclamp attempt at placing reefing sutures, they decided to redebride and re-replace the valve. The aortic annulus was debrided further and a 21 mm edwards valve was implanted. After this the valve looked good with no al, but the ascending aorta was fragile. At this point, an ascending aortic tear was noted. They clamped and repaired the aorta. His sternum was extremely fragile, with paper thin sternal table. An echo was performed to inspect the valve and found it to be moving well with no leak. The patient tolerated the procedure well. It should be additionally noted that this patient developed renal failure requiring cvvh due to high potassium and severely decreased urine output postoperatively. The patient also experienced stoke and respiratory failure. Per the discharge summary, the situation was discussed with the patient's family and it was decided not to continue with life-prolonging care. A discharge, the patient remained intubated with severe decrease in functional capacity. He required intermittent hemodialysis. He was hemodynamically stable. The patient was discharged to another facility for continued care.

Manufacturer narrative:
Eval code = device not returned. In this case, there is insufficient information to conclusively determine the root cause for the reported paravalvular leak. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The hcp has also indicated that this event was not related to a product malfunction or deficiency. Additionally, this patient had a known history of renal failure. No further actions are possible with available information.